Manufacturer narrative:
Device technical analysis: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full circumferential tear was noted approximately 27mm distal from the proximal balloon bond. From the circumferential tear a longitudinal tear was noted. The tear measured approximately 8mm in length, in which this part of the distal section of the balloon was pulled over the distal tip. Both markerbands were undamaged and present on the shaft of the device. No issues noted with the tip section of the device. A visual and tactile examination identified no issues with the shaft of the device. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at the time. Risk review: a risk review performed for mustang confirmed that the event is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as 'adverse event related to procedure'.

Event description:
It was reported that the balloon burst. A mustang balloon was selected for use. The target lesion was located in the superficial femoral artery (sfa). During the procedure, the balloon ruptured. The procedure was completed with this device. There were no patient complications as a result of the event.

Event description:
It was reported that the balloon burst. A mustang balloon was selected for use. The target lesion was located in the superficial femoral artery (sfa). During the procedure, the balloon ruptured. The procedure was completed with this device. There were no patient complications as a result of the event.